Event description:
It was reported that there was intermittent stimulation. No actions, troubleshooting, or diagnostic testing were required as a result of this event. The issue was not resolved and the cause was not determined. The implantable neurostimulator (ins) was shutting off on its own, but the patient could not remember when or the circumstances. The patient could not tell the manufacturing representative (rep) when it would happen. It was noted that the she used it almost (B)(4) of the time and it was working normally when the rep met with the patient. She was instructed to take note of the times when it would happen and to call the rep. No patient symptoms were reported, the patient was alive with no injury at the time of this report, and she was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. Product ID: 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: 2008-(B)(6), product type: lead. (B)(4).